Event description:
It was reported from the nicu that during an echocardiogram (echo), the physician was notified that the patent ductus arteriosus (pad), was closed, prostin was increased. The nurse re-checked the lines and discovered fluid leaking from the filter and the medline connection. The IV tubing set was replaced and new prostin was hung. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer¿s report fluid leaking from the filter was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Clear liquid was observed within the set¿s micron filter. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed small droplets leaking from the micron filter air vent (termed ¿weeping out¿). The root cause of the leak was not identified.

Manufacturer narrative:
Additional info: d.11.

Event description:
It was reported from the nicu that during an echocardiogram (echo), the physician was notified that the patent ductus arteriosus (pad), was closed, prostin was increased. The nurse re-checked the lines and discovered fluid leaking from the filter and the medline connection. The IV tubing set was replaced and new prostin was hung. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Supporting document stated; baby was less than one month old, so 28 days was choose as "age".

Event description:
It was reported from the nicu that during an echocardiogram, (echo) the physician was notified that the patent ductus arteriosus (pad) was closed, prostin was increased. The rn re-checked the lines and discovered fluid leaking from the filter and the medline connection. The IV tubing set was replaced and new prostin was hung. There was no patient impact.